Manufacturer narrative:
The investigation determined a discordant (B)(6) result was obtained from a patient sample processed using vitros immunodiagnostics products hiv combo reagent on a vitros 5600 integrated system. The assignable cause for the discordant (B)(6) result was unknown. However, it is suspected that this was early stage infection that was (B)(6) by the vitros hiv combo assay but (B)(6) by several non-vitros methods. A patient¿s (B)(6) status can change from (B)(6) in one day if the patient is in an early stage of acute infection and the amount of (B)(6) has only reached a detectable level. It was noted that the initial (B)(6) vitros hiv combo results for this sample were close to the hiv combo borderline range. A second sample from the same patient was obtained one day later and a (B)(6) vitros hiv c result was obtained on the vitros analyzer. There was no indication of a vitros 5600 analyzer malfunction or an issue with vitros hiv combo lot 0280. In addition continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros hiv combo lot 0280.

Event description:
The customer obtained a discordant (B)(6) result from a patient sample processed using vitros immunodiagnostics products hiv combo (hivc) reagent on a vitros 5600 integrated system, when compared to an expected (B)(6) result. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The (B)(6) vitros hivc result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) complaint number (B)(4).